Event description:
It was reported that 6 hours after initiating support, blood was observed leaking from the gas exhaust port at the bottom of the device. The device was exchanged for another. (B)(4).